Manufacturer narrative:
The lens was not returned for inspection. The lot number is unknown. The association between coopervision lens and the event is unconfirmed.

Event description:
Coopervision was made aware on (B)(4) 2014 by receipt of (B)(4) adverse event report ((B)(6)) regarding a patient who was seen at hospital (date not noted) and was diagnosed with an infectious corneal abscess. No additional information was received. Lot number is unknown and lens was not returned. This adverse event is being reported in an abundance of caution based on the infectious corneal abscess.